Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 04.038m370sp, lot number: 162p952, part manufacture date: 14-may-2021, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 70mm -sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna helical blade perf l70 tan was found with sign of stripped from the beginning of the thread. This condition causes the threaded tip of the connecscr f/tfna helical blade+scr / 691p133 to be unable to screw properly and also, it was observed stripped from the threaded tip of that device. A functional test was performed and it was complicate to screw properly the helical blade with the connector due to damage observed. The complaint condition was able to be replicated. Between the tfna helical blade perf l70 tan and the tfna helical-blade impact, a coupling can be observed, where the locking mechanism of the tfna helical-blade impact works well. However, the inability to assemble the blade and connector together makes it unstable. A dimensional inspection was performed for the tfna helical blade perf l70 tan and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l70 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product code: ktt. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2023, the patient underwent an unknown surgery with the blade, the connecting screw, and the impactor. When attaching the connecting screw to the blade through the inserter, the thread engagement became too tight before the blade was fully attached. As a result, they could not be locked. Although the surgeon detached the devices once and tried to reattach them, it did it work. The surgeon determined that the blade or the connecting screw was malfunction, so that a new blade and new device were used for surgery. The surgery was completed successfully without any surgical delay. Patient status/ outcome: stable. No further information is available. This report is for one (1)tfna helical blade perf l70 tan. This is report 1 of 2 for complaint (B)(4).